Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found no issues. The fse checked the holding forces of plunger clamps #10 through 12 and all tips were within specification. The fse observed dried serum/reagent on the tips and cleaned all three tip clamps and tip clamp sleeves. The fse replaced the plunger clamp at position #10. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).